Manufacturer narrative:
(B)(4) .

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a right iliac aneurysm on (B)(6) 2002. No contralateral limb was placed at that procedure. It was reported that recently the patient was found to have increasing size of the right iliac aneurysm sac. When the physician reviewed the films he believed that there was a contralateral limb in place and that there was a type iii endoleak, separation. However, there was no contralateral limb implanted during the index procedure, ten years ago. The physician attempted to implant an endurant 16/24/124 iliac stent graft, and had difficulty tracking the delivery system through a tortuous left iliac. The delivery system was removed and a 12f sheath was passed with minimal difficulty then removed and the delivery system was again placed in the left femoral artery. The delivery system did track better but it was not able to track completely into the contralateral limb of a previously placed aneurx bifurcated stent graft. It should be noted that the gate was cannulated from the left brachial artery. The surgeon stated that he would need to replace the glide wire with a stiff wire and stated that he could provide enough stiffness to the glide wire with a long catheter placed in the brachial artery and using body flossing technique. When the second attempt at tracking failed, the surgeon decided to remove the device and planned to place a 16f sheath and then deliver the device through the sheath. Upon attempting to remove the device the device became stuck and could not be removed. The surgeon tried several techniques to mobilize the device and remove it. The patient's vital signs dropped with significant bleeding evident and the surgeon emergently opened the left groin and left lower quadrant. There was damage to the left external iliac where the device was caught on a shelf of calcium. The device was removed once the bleeding was controlled and a left iliac to femoral artery bypass was performed. The endurant ii device (graft and delivery system) was surgically removed and external iliac to femoral artery bypass with a eptfe graft was performed. The physician stated that the cause of the event was anatomy; the device caught on a large shelf of calcium and was unable to be dislodged for removal. No additional clinical sequelae were reported and the patient is fine.